Event description:
As reported to the sales rep by the user facility: catheter separated from hub when attempt was made to remove catheter following discontinuation of IV therapy. The hub was retrieved, but catheter remained in patient's vein. The patient was transferred to angio suite, where catheter was removed via cutdown.